Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: date of implant, date of explant. Added: date of birth, brand name, device product code, catalog/lot #, 510(k) number, device manufacture date. Depuy still considers the investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr hip implant on the right side. Due to patients chronic pain, dislocation, shifting of the acetabular component, and other symptoms, patient underwent revision surgery in (B)(6) 2008.